Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with an elevated heart rate and dyspnea. The right ventricular (rv) lead exhibited a loss of capture, a sensing issue and rising thresholds. Follow up indicated there was an rv lead perforation which resulted in tamponade. The lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.